Event description:
The customer reported to olympus that during a enteroscope, no image one the video system center. The patient gave up the procedure and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was returned as there were no faults uncovered. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported issue. Olympus will continue to monitor field performance for this device.